Event description:
Pt (B)(6) is a (B)(6) male who had two inforce implants placed in the right forearm for a post-traumatic muscle herniation. On (B)(6) 2012, the grafts were placed to cover the soft tissue defect and secured with 3-0 ethibond sutures. The pt was hospitalized on (B)(6) 2012 with a fever and "possible adverse reaction vs. Low grade post-operative wound infection," as per dr (B)(6), physical findings at the time included erythema, pain, swelling and tenderness. Treatment included post-operative incision and drainage (I&d), removal of the grafts, and IV and oral antibiotics (medication name and doses not provided). During the I&d, dr (B)(6) noted, "the grafts had dissolved" and were not replaced. The pt subsequently "returned to normal health."

Manufacturer narrative:
Below are the lot number, mfg date and exp date for the second unit that was used on (B)(6) 2012. Lot if110719a; mfg date: 07/19/2011; exp date: 06/30/2013. A review of the batch record for inforce lot # if110719a was conducted as part of the complaint investigation. Inforce lot # if110719a was produced and released in accordance with established procedures and specifications. The lot was packaged sealed, and sterilized in accordance with validated parameters. Lot # if110719a was shipped to (B)(4) on 08/04/2011. There were no deviations associated with lot # if110719a. A review of the batch record for inforce lot # if110606a was conducted as part of the complaint investigation. Inforce lot # if110606a was produced and released in accordance with established procedures and specifications. The lot was packaged sealed, and sterilized in accordance with validated parameters. Lot # if110606a was shipped to (B)(4) on 06/22/2011. There were no deviations associated with lot # if110606a.